Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The customer reports that when activating the safety shield, the shield detached from the syringe and the customer received a dirty needle stick. In response to this event, the customer will have blood borne pathogen testing conducted.